Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was able to press the green button but was not able to squeeze the handle. The device did not fire.

Manufacturer narrative:
Additional information: b5, d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device single use loading unit (sulu). Visual examination noted that the loading unit had a full complement of staples and the jaws were open. The loading unit was loaded into a pmv representative instrument for functional testing. The loading unit was applied to test media. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastrectomy procedure, the surgeon was able to press the green button but was not able to squeeze the handle. The device did not fire. A new device was used to resolve the issue and complete the case. There was no patient injury.